Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spi nal pain. It was reported that the patient was considering a pain pump because their ins was not working for them as well as it had. The patient reported that they had a fall and that some of the wires became disconnected. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on (B)(6) 2017. The patient had their spinal cord stimulator (scs) system explanted. The rep noted that there was no issue. The device was no longer effective. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.